Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experencing premature battery depletion. The monitoring voltage had decreased at a more rapid than expected rate. The ICD software was upgraded with no change in monitoring voltage. The battery status is now at elective replacement indicator (eri) and replacement is being scheduled. This was the first follow-up test since implant. The physician manual states that routine follow-up examinations should be conducted one month after predischarge study and every three months thereafter.